Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, partially explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (25 mg at 6.352 mg) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the physician had cut catheter during a laminectomy procedure. The catheter was revised. The catheter was partially explanted, and a new spinal portion of catheter was added. The healthcare provider had discarded the cut catheter. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been not applicable. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown or would not be made available.